Event description:
Technical services received a call on (B)(6) 2012. Caller reported lv impedance on this unknown epicardial lead is 220 ohms. It is assumed to be a medtronic lead. All measurements are great, pacing less than 1 v and large r waves in lv. Technical servies suggested a normal follow-up or contact medtronic and see if l v lead is theirs and what they recommend. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).